Event description:
The pt called to report that they used the suspect device to check pt's blood glucose and obtained a result of 51mg/dl. Pt's family members then took pt to the hosp. The hosp used their own meter to check blood glucose and the result was 190mg/dl. They then reported that the hosp administered an IV therapy and sent pt home. The suspect device was replaced with new product and authorized for return to the MFR for eval.